Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier got misaligned during a urological surgery. Therefore, the user replaced the applier with a new one to complete the surgery. No clip fell/remained in the patient.

Event description:
It was reported that the applier got misaligned during a urological surgery. Therefore, the user replaced the applier with a new one to complete the surgery. No clip fell/remained in the patient.

Manufacturer narrative:
Qn# (B)(4). Per customer provided information the ohr for the alleged instrument was reviewed and found completely without any irregularities. The alleged instrument was produced at the tecomet, in c. Kenosha wi facility as part of a (B)(4) pc. Lot in june of 2019. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. Per lot information provided all (B)(4) instruments from the alleged instruments lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
Qn#(B)(4). The DHR for the late returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, in c. Kenosha wi facility as part of a 50 pc. Lot in august of 2019. Evaluation of the returned instrument shows that the jaws are slightly loose and misaligned in the closed position. Further evaluation shows that the knob rotation mechanism is dry and sluggish feeling suggesting that this instrument is in need of proper lubrication. This instrument was dis-assembled in order to examine its internal components and it was found that the drive rod (n001 85) fingers that actuate the jaws are damaged. (Pie's attached) we are able to validate this complaint. We are unable to determine what caused the jaws to be slightly loose and misaligned in the closed position and for the knob rotation mechanism to be dry and sluggish feeling but mishandling of this device at the end user's location is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the applier got misaligned during a urological surgery. Therefore, the user replaced the applier with a new one to complete the surgery. No clip fell/remained in the patient.